Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient received multiple inappropriate shocks from the right ventricular (rv) lead. It was seen that the impedance increased from 1000 ohms to 2576 ohms, there was noise on the electrogram and a suspected fracture. The therapies were turned off until the rv lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the returned lead is still in progress. However, performance data collected from the device was received and analyzed. Analysis revealed there was non-physiologic oversensing with short interval counts (sic). There was 14 non-sustained tachycardia and 5 ventricular fibrillation episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013. There was an elevated v-sic counts noted, approximately 9500 since (B)(6) 2013. Also the right ventricular pacing impedance was out of range and high. Daily log of lead impedances shows an increasing (greater than 1500 ohm) vpace impedance beginning (B)(6) 2013. Concomitant product: 1788 competitor implantable pacing lead (B)(6) 2009. (B)(4).